Event description:
Reportedly, before use, the clinician found the connection part was separated. No pt complications were reported. Follow up indicated that the hospital did not know where the device separated.

Manufacturer narrative:
Device not returned.